Event description:
The affiliate reported that the perforator went all the way through passed the internal table of the skull. The dura was torn and then repaired. No other patient consequences were reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier evaluated the device, and it was found to be within specifications. This perforator met all visual and functional testing requirements. The root cause of the reported problem "perforator went all the way thru passed the internal table of the skull" was not determined. All evaluation tests and inspections had acceptable results. The perforator met functional test method acceptance requirements; proper engagement was achieved with every drilled hole, and there was no premature disengagement. A review of the device history records did not reveal any anomalies. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is closed.